Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve became dislodged from the vizigo¿ sheath and there was blood bleed back. The sheath was in the body at the time and they had been using the sheath for some time and had already completed some ablation. The sheath was replaced and after prepping the second sheath, they could not advance the dilator into the vizigo sheath all the way. The physician then decided to switch to a different type of sheath to continue the procedure. No adverse patient consequence was reported. Additional information was received on 14-feb-2022. The hemostatic valve was visibly dislodged within the hub of the vizigo¿ handle. The valve did not appear to be broken or detached from the sheath, only dislodged. The sheath was being used on the patient. No air entered the patient¿s body. No surgical removal was required. Blood was observed but the patient¿s hemodynamics were not compromised. The approximate volume of blood that was lost was less than 5 ml. No medical intervention was required. The resistance they were having with the second sheath was when they were trying to put the dilator into the sheath. No physical damage was noted on the sheath/dilator. The sheath and dilator were successfully flushed. The sheath was narrowed. The dilator could not be advanced to the distal end of the sheath and it was stuck on the sheath. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The resistance with sheath issue was assessed as not MDR reportable.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 14-mar-2022. The device evaluation was completed on 18-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve became dislodged from the vizigo¿ sheath and there was blood bleedback. The sheath was in the body at the time and they had been using the sheath for some time and had already completed some ablation. The sheath was replaced and after prepping the second sheath, they could not advance the dilator into the vizigo sheath all the way. The physician then decided to switch to a different type of sheath to continue the procedure. No adverse patient consequence was reported. Additional information was received on 14-feb-2022. The hemostatic valve was visibly dislodged within the hub of the vizigo¿ handle. The valve did not appear to be broken or detached from the sheath, only dislodged. The sheath was being used on the patient. No air entered the patient¿s body. No surgical removal was required. Blood was observed but the patient¿s hemodynamics were not compromised. The approximate volume of blood that was lost was less than 5 ml. No medical intervention was required. The resistance they were having with the second sheath was when they were trying to put the dilator into the sheath. No physical damage was noted on the sheath/dilator. The sheath and dilator were successfully flushed. The sheath was narrowed. The dilator could not be advanced to the distal end of the sheath and it was stuck on the sheath. Device evaluation details: according to pictures provided by the customer, the hemostatic valve appears dislodged in the hub. The customer complaint was confirmed based on the picture received. The product was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. During product analysis, the lot number was verified to be 00001870. This was verified by electronically erasable programmable read only memory (eeprom) file. A device history record review (DHR) was performed for the finished device 00001870 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d 4. Expiration date and h 4. Device manufacture date. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).